Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation. Related MDR: 1225714-2014-03583.

Event description:
During an eight week, open label, sequential phase study in which individual subjects progressed through four study periods each compromising six hd treatments over a two week period. The patients were given their standard bolus heparin, then 100% of the standard bolus dose, then 80% of the bolus standard, then 66.7% of bolus standard. A patient had a clot in the dialyzer and bloodlines and required a dialyzer and bloodline change. Blood loss was not reported. Blood loss for dialyzer and bloodlines approximated at less than 100 ml. This was an anticipated event. She was withdrawn from the study per protocol. The outcome was resolved on (B)(6) 2010. The severity of the event was mild and the relationship to the study was assessed as unknown.